Event description:
Atherectomy followed by angioplasty and placement of a stent through a 7f procedure sheath in the right femoral artery. Following the procedure, a 7f celt acd was deployed in the right femoral artery but dr. Noted that after deploying the distal wing and then deploying the proximal wings dr. Experienced a pull-out of the celt from the arteriotomy site. Dr. Performed a fluoroscopy and noted th at the implant was fully deployed and located in the subcutaneous tissue. Manual pressure was applied post procedure for 45 minutes. No hematoma was noted.